Manufacturer narrative:
Additional information received on 22 june 2016 and includes: the cause of metallosis was another company's stem. Explants are not available on 08 july 2016, the medical affairs director performed a clinical evaluation and commented as follows: according to report, the cause for revision was metallosis, probably due to impingement between a femoral stem from a different manufacturer and medacta's acetabular cup. After 4 years, the x-rays show significant bone resorption in the neck region, this may be due to reaction against metal debris. Such cup was not designed to be used in conjunction with this stem, and it is very likely that metallosis came from unexpected metal on metal contact between stem and cup. Batch review performed on 15 july 2016. (B)(4). Additional information received on 14 july 2016 and includes: the cup was not explanted.

Event description:
The patient came in complaining of pain. The surgeon determined the pain was due to metallosis. The revision is scheduled for (B)(6) 2016.